Manufacturer narrative:
(B)(4). Any additional information received from customer will be included in a follow up report. The device has been seen by a carefusion field service representative and repaired but final report is still pending. At this time, carefusion has not received the component back to its failure analysis lab for evaluation. (B)(4).

Event description:
The customer reported vent inop motor fault on the vela ventilator. The customer stated there was no patient involvement associated with this event. Customer stated that carefusion field service representative (fsr) has repaired this unit.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis lab examined printed computer board assembly (pcba). Upon initial start-up, this unit received transducer fault. It was determined the root cause of the reported issue was due to solenoids sticking after being out of operation for an extended period of time. This reported issue will be tracked and internally investigate the situation.

Manufacturer narrative:
Result of investigation: the carefusion failure analysis lab reexamined the main printed computer board assembly (pcba) and the reported vent inop and several transducer faults were duplicated. Retesting this component has confirmed the previous solenoid sticking, no further investigation is needed. This reported issue will be tracked and internally investigate the situation.